Manufacturer narrative:
Device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No anomaly was noted, the device passed all tests. The customer complaint of capturing problem were not confirmed. Visual inspection showed that the helix length was within specification. Telemetry, pacing and output features were analyzed, and the device exhibited normal electrical characteristics without any anomalies.

Event description:
It was reported the patient underwent a leadless pacemaker (lp) implant on (B)(6) 2023. The following day, it was observed the lp had high capture thresholds and remained stable. At a follow up a month later, the threshold was still high with intermittent loss of capture, so a temporary wire was implanted for pacing support on (B)(6) 2023. On (B)(6) 2023, the lp was explanted and exchanged without issue. The patient was stable.